Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, brown particles, crease fold and weight within specifications. A microscopic analysis was performed which identified two striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. A striated edge broken on posterior side due to surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baler grade iii/IV. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Health professional reported left side capsular contracture, baler grade iii/IV. Device remains implanted.